Event description:
It was reported that a small volume infusor underinfused. This occurred during infusion of fluorouracil in 0.9% sodium chloride. The reporter stated that after the expected therapy time of 48 hours, an unknown amount of solution remained in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured march 7, 2013 ¿ march 8, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.